Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a guardian requested return of the ilet due to the device not being a good fit, with reports that the user experienced hyperglycemia after meals and subsequent hypoglycemia, and the family elected to discontinue use; the return was approved. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization, emergency treatment, or alerts. Investigation included case review by support and approval for return. Investigation of this case revealed that the cause of the reported hypoglycemia and hyperglycemia remained unclear, with no device malfunction or component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.